Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a display issue. Upon triage service technician found exposed copper wires.

Manufacturer narrative:
An evaluation of the avi u6060 was performed for the reported condition of ¿a display issue¿. The unit was triaged and the reported issue was confirmed. Verified customer complaint of a blank display and technician finding of exposed copper on the power cord. Visual inspection of the display found that it was shattered. Examination of the power cord found damage consistent with a pinch that cut through the outer insulation approximately once centimeter in length. Inside the cut to the outer insulation, the green wire insulation had also been damaged, exposing approximately one square millimeter of copper. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.